Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 26-oct-2015, an fse visited the customer site and cleaned the cup pickup assembly. She also removed the incubator and cleaned it. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a dirty cup-pickup sensor block.

Event description:
On (B)(6) 2015, a customer reported obtaining error 2161:c trans cup pick up failure (a cup was not grasped by the cup transfer) with their aia-900 analyzer. The customer was unable to run e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.